Event description:
During an in-clinic follow-up, noise resulting in oversensing and decreased sensing were observed on the right ventricular (rv) lead. It was suspected that a lead fracture may have caused the event. No intervention has been performed. The patient is stable with no consequences.